Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power up) was not confirmed. Upon investigation the monitor lcd was unresponsive which made it seem like the monitor would not power on. However, the lcd was dark and prevented a new patient setup and baseline testing. The root cause of the unresponsive lcd is unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up properly.